Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) regarding a patient receiving intrathecal hydromorphone 37.5 mg/ml at 2.774 mg/day, clonidine 40.5 ug/ml at 10.39 ug/day, and bupivacaine 25 mg/ml at 1.849 mg/day. The indications for use were non-malignant pain and failed back surgery syndrome. The patient had acute renal failure and was hospitalized. The event date was unknown, but it was diagnosed on (B)(6) 2016. The manufacturing representative turned down the pump on (B)(6) 2016 to keep the system patent, but the patient was experiencing abrupt withdrawal of off label intrathecal drugs (clonidine). The hcp attempted to call the manufacturing representative for assistance with the abrupt withdrawal, but the manufacturing representative did not answer when the hcp tried to get in touch with her. The patient's follow-up hcp did not supply hcps with necessary information needed for situations like this. The hcp would try to obtain information from poison control for managing the abrupt intrathecal drug withdrawal. The cause of the acute renal failure, diagnostics performed, actions/interventions taken, and the outcome were unknown. Follow up was conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. (B)(4) no longer applies conclusion code no longer applies.

Event description:
MDR decision updated to not reportable. No additional supplementals required.